Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality and stress testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. No trend is associated with reports of this type. The multi-function cable, adaptor or electrodes used were not returned as part of this investigation. It's noteworthy to mention tht the customer reported that removing the adapter and connecting directly to the device multifunction cable resolved the issue. No adapter was returned as part of the investigation to confirm. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.